Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4-510k: this report is for an unknown constructs: tomofix plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in south korea as follows: this report is being filed after the review of the following journal article: lee, s. Et al (2022), preoperative medial tightness and narrow medial joint space are predictive factors for lower extremity alignment change toward varus after opening-wedge high tibial osteotomy, the orthopaedic journal of sports medicine vol. 10 (8), pages 1-9 (south korea). The purposes of the study were to investigate time-dependent alignment changes and to identify the predictive factors for postoperative alignment change after owhto. Between (B)(6) 2010 and (B)(6) 2018, a total of (142 knees) 133 patients (47 male and 95 female) with a mean age of 53.1 years, a mean follow up of 42 months, and who underwent owhto were included in the study. The patients were divided into 2 groups according to the amount of change in the hip-knee-ankle (hka) angle from postoperative 3 months to the final follow-up. Group 1 (change group) when the amount of hka angle was >1degree, with (83 knees) 77 patients; whereas group 2 (no-change group) with (59 knees) 56 patients. All patients were fixated with a t-shaped locking plate (tomofix; synthes). The following complications were reported as follows: - 2 patients experienced postoperative infection at 6 weeks and 6 months after the surgery. Open debridement was performed, and they healed well. - 1 patient experienced peroneal nerve palsy. After 6 months, all symptoms resolved except for a slight weakness of big toe extension strength. Change group - varus deformity recurred after 41 months in a patient this report is for an unknown synthes tomofix t-shape locking plate. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).